Manufacturer narrative:
(B)(6). The device was manufactured july 11, 2014 ¿ july 12, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion of an unspecified volume of fluorouracil in 0.9% sodium chloride solution. The reporter stated that the device stopped flowing after approximately 56% of the solution had been administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.